Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The failure mode is not confirmed as related with the manufacturing process. All the readings are within according to specification. Visual inspection was conducted, and it was observed the flange is separated from the tube and it was noticed damage on both outer cannula holes and the tube is missing the pilot balloon; which would have been detected immediately in the manufacturing process since that defect is extremely obvious; therefore additionally, dimensional test was performed to the outer cannula holes and flange lug pins. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's snap lock connector was defective. It was reported that air leak was noted with the outer cannula separated from the flange at the snap lock connector point. A customer indicated that there was patient involvement and the patient was recannulated.